Manufacturer narrative:
Based on the information gathered, there is no indication or report that ion product caused or contributed to the incident.

Event description:
A patient who was enrolled in a clinical study underwent an ion transbronchial lung biopsy procedure. The first lesion was 11mm in size and located in the left lobe. During transbronchial needle aspiration (tbna) biopsy of this first target, the pleura was punctured. A pneumothorax larger than 4cm was identified via cone beam computed tomography (cbct) intra-procedurally. The procedure was completed as planned with no device malfunction reported. A small-bore chest tube (smaller than 20fr) was placed, and the patient was given pain medication for the chest pain. The pneumothorax was resolved the next day, and the patient was discharged.